Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('since essure was inserted, I have had haemorrhages') in an adult female patient who had essure (batch no. A06326) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), amnesia ("memory loss") and fatigue ("tremendous constant fatigue"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, amnesia and fatigue outcome was unknown. The reporter considered amnesia, fatigue and genital haemorrhage to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-feb-2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('since essure was inserted, I have had haemorrhages') in an adult female patient who had essure (batch no. A06326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), amnesia ("memory loss") and fatigue ("tremendous constant fatigue"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, amnesia and fatigue outcome was unknown. The reporter considered amnesia, fatigue and genital haemorrhage to be related to essure. Lot number: a06326, manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.